Manufacturer narrative:
Covidien reference: (B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was performed and it was observed that all the components were assembled properly in the tube. Inflation deflation tests were conducted and air was applied to the cuff. It was verified that the cuff held the air, and was left inflated for two hours. Additionally the sample was submerged into a container filled with water and no leaks were observed. The customer reported malfunction was not verified.

Event description:
A report was received stating a tracheostomy tube's cuff deflated and the airway pressure declined during patient use. Extubation of the tube was not required. The cuff was reported to have passed 'prior to use' testing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number of the referenced device was not provided therefore the manufacturer is unable to perform a review of the device history records.